Event description:
It was reported that the patient's pump was not working. The nurse changed batteries and all the lights flashed and the turned off, after that, the pump did not turn on again. The event happened during treatment and it is unknown how the problem was solved. No patient harm was reported.